Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 63 mg/dl at the time of the event and had a loss of communication issue between pump and transmitter. The customer also reported the insulin pump had a crack. The customer reported hypoglycemia treated with glucagon tablets and carb intake. The event involved products mmt-1880l, mmt-332a, mmt-7911na, mmt-387a, mmt-7020la. Troubleshooting was performed for cosmetic damage and it was found that the damage was affecting/impacting pump functionality. Troubleshooting was declined for hypoglycemia and communication issue. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. It was unknown whether the communication issue was resolved. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir, transmitter, infusion set and sensor. No product return is required for mmt-332a. No product return is required for mmt-7911na. No product return is required for mmt-387a. No product return is required for mmt-7020la.